Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as inte nded. Codes b01, c19, and d14 are applicable to this analysis. A1-a4 patient information unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when placing screws, the left side was accurate and as expected, and navigation showed the same accuracy with the right side, but then an imaging system verification showed the screws as more medial than planned and in navigation. It appeared that there was a patient shift from left to right. The surgeon redid l4 and l5 which showed accurate. The surgical arm passed a ten point check and built in self test. Upon further inspection it was found the patient bed would move at the slightest touch, and was suspected to be the cause of the shift. There was no patient harm and the procedure was delayed under 15 minutes. Additional information was received. It was reported that there was between 3.5 and 10 millimeters (mm) trajectory deviation.